Event description:
Material# 309628, batch# 3027085. It was reported by customer that they were attempting to draw up a dose of izervay using the syringe, the plunger fell out. Verbatim: rcc received a complaint via email. Email(s) attached. Mckesson distributor states she received a notification from an hcp office that while they were attempting to draw up a dose of izervay using the syringe, the plunger fell out. It is unknown if the product in question was administered to a patient as mckesson was provided very little information regarding the patient." Product number - 3027085. Lot number - 200108018.

Manufacturer narrative:
One sample and one photo of a 1ml luer-lok syringe were received and evaluated. The sample was received with an opened empty box labeled "izervay". The photo shows the syringe in the opened box with an unknown vial, the vial was not included with the sample. The reported defect cannot be seen in the photo provided. There are no defects observed on the sample received. The condition observed is acceptable per product specification. The reported defect was not identified in the samples received; therefore a root cause could not be determined, and no corrective action is required at this time. The complaint appears to be for the absence of stop ring on the plunger rod. This product does not have a stop ring by design according to its product specification. The design of the product has not changed since september 1997. A device history record review was completed for provided lot number 3027085 showing no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material# unknown batch# unknown. It was reported by customer that they were attempting to draw up a dose of izervay using the syringe, the plunger fell out. No patient harm verbatim: rcc received a complaint via email. Email(s) attached. (B)(4) distributor states she received a notification from an hcp office that while they were attempting to draw up a dose of izervay using the syringe, the plunger fell out. It is unknown if the product in question was administered to a patient as mckesson was provided very little information regarding the patient." Product number - 3027085. Lot number - 200108018.

Event description:
No additional information was provided.

Manufacturer narrative:
MDR supplemental follow up for corrected device evaluation: one sample and one photo of a 1ml luer-lok syringe were received and evaluated. The sample was received with an opened empty box labeled "izervay". The photo shows the syringe in the opened box with an unknown vial, the vial was not included with the sample. The reported defect cannot be seen in the photo provided. There are no defects observed on the sample received. The condition observed is acceptable per product specification. The reported defect was not identified in the samples received; therefore, a root cause could not be determined, and no corrective action is required at this time. This product does not have a stop ring by design according to its product specification. The design of the product has not changed since (B)(6) 1997. A device history record review was completed for provided lot number 3027085 showing no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.